Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: not given, inratio results: 4.3, 4.8, 1.8, and 1.6. Date: (B)(6) 2012, inratio results: 4.1 and 4.7. Caller could not provide dates of when these results were obtained. On (B)(6) 2012, inratio results of 4.7 was obtained a few hrs after the 4.1. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.